Event description:
It was reported that during a follow up in clinic, elective replacement indicator (eri) was noted on the device. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field report of premature discharge of battery could not be confirmed. As received, the device was approaching elective replacement indicator level and no anomaly was found on the header that is related to the field concern. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.